Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event of occlusion that is likely at the infusion site and also high blood glucose on (B)(6) 2026. The high blood glucose was treated with manual injections.